Event description:
It was reported that during a ptca treatment procedure the maverick2 monorail balloon lost pressure at 6atm on the initial inflation. The pt was asympotmatic during this event. The lesion being treated was a 100% stenotic lesion the mid lad coronary artery. The physician used a terumo introducer sheath for vascular access and a bmw guidewire and a launcher guide catheter to cross the lesion. The maverick2 monorial balloon was removed and replaced with two other balloons to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.